Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned device exhibited nicks and gouges on all sides and had fractured in half. The product was submitted to the sem lab for fracture analysis. The fracture surface indicates overload fracture. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the impactor cracked in half upon perpendicular impaction during knee arthroplasty.